Event description:
Caller reported a malfunction on the pump, identified by a resettable error code, and customer support assisted in resetting the device. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while agreeing to contact support if the issue reappears.